Event description:
Consumer complaint of blood result reading of "hi." Customer states that he feels dizzy, thirst and urinating frequently. It was suggested to the customer to seek medical attention. Customer's expected blood results are 90-120mg/dl fasting. Verified the strips expire 01/31/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a blood test, 578mg/dl fasting. Reviewed meter memory: 1:450mg/dl (B)(6) 2015 12:43:00 pm fasting: yes; 2:hi (B)(6) 2015 11:48:00 pm fasting yes; 3: hi (B)(6) 2015 12:29:00 pm fasting: yes; 4:hi (B)(6) 2015 08:26:00 pm fasting: no; 5:450mg/dl (B)(6) 2015 08:42:00 pm fasting yes.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction. User had a high glucose value.